Event description:
A power-on-reset (por) condition and telemetry issues were reported. The reporter was informed how to clear the por. Additional information has been requested, but was not available as of the date of this report.